Event description:
PICC leaking at hub site, needing to be removed.

Manufacturer narrative:
The device was returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of completion.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one sample for investigation. Analysis of the received catheter showed severe occlusion. We placed the catheter in warm water and tried to flush and aspirate the catheter with warm water several times but still couldn't flush the catheter. We also tried to massage the catheter tube using the rounded distal side of the glass syringe plunger and press the catheter tube from proximal to distal. After placing the catheter in warm water and treating it, we were still not able to flush the catheter therefore, it was not possible to determine where the catheter was leaking. The microscopic examination did not show any sign of defect. This complaint is not confirmed based on the product incident report (pir), the customer used alcohol-based chlorhexidine as a disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol-containing disinfectants. This may irreversibly damage the catheter. Moreover, we have a warning leaflet on each blister that declares: " never use organic solvents such as alcohol directly on the catheter, it may weaken the material. A review of the batch history records for batch numbers 8178395 and 8172410 was performed, and no deviations were found. The batches complied with its specifications and were released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. There is one further complaint for batch 8178395 and two further complaints for batch number 8172410. There are 20 further complaints regarding a leaking catheter on code (B)(6) within the last three years. Corrective action: based on the investigation, the returned sample did not show any sign of defect and could not be confirmed. Therefore, no further corrective action will be initiated at this time.

Event description:
PICC leaking at hub site, needing to be removed.